Manufacturer narrative:
Device analysis: the inner packaging only was returned for analysis. The relevant stent was implanted and not returned. The packaging was labeled correctly. A review of the device history record (DHR) for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. Per product specification the stent length will appear longer than the labeled length. The most probable root cause of the reported complaint could not be confirmed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the stent appeared longer than labeled. The target lesion was in the mid left circumflex (lcx) artery. A 2.75 x 28mm taxus liberte drug eluting stent had been implanted to treat the target lesion. The physician then measured the stent length via angiography and determined the stent length to be 32mm. There were no patient complications reported with the patient's current condition listed as "fine".